Event description:
It was reported that the patient was experiencing an intense pain or burning along the spine. It was also stated that there was a fluid discharge from the ipg site and that the ipg was giving shocking sensations. Database analysis revealed no anomalies.